Event description:
It was reported that there was myopotential inhibition on the device. Remote transmission revealed non sustained ventricular tachycardia episodes caused by oversensing. The noise was not reproducible in clinic. Review of electrocardiogram exhibited low level, high frequency noise that was inhibiting pacing. Myopotential oversensing was noted and programming changes were suggested. The patient was stable throughout the interrogation and will continue to be monitored. No intervention was performed.